Manufacturer narrative:
One device was returned for analysis. Visual inspection found a latch/lock sensor issue. Review of the event history log (ehl) showed a cannot start pump not locked alarm. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the latch lock sensor. As a result, the latch lock flex was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a latch/lock issue. During physical inspection, it was found that there was a latch/lock sensor issue. There was no patient involvement, no patient injury was reported.